Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the setscrew of the implantable neurostimulator (ins) could not be tightened during the procedure. There were no factors that may have led or contributed to the issue and multiple attempts were made to tighten the setscrew. The ins was never implanted and a different ins was used. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Product ID neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator found the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.